Event description:
Olympus received medwatch report #3902560000-2021-8103 with an event reported that the needle lock function failed, preventing staff from securing needle while entering and exiting the airway. The issue found during a bronchoscopy procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction /updates on h6 (medical device problem code). Since the subject device was not returned for investigation, the reported phenomenon could not be confirmed. The DHR (device history record) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. Process inspection, quality inspection, nonconforming product report. Although the subject device was not returned for investigation, it is possible to infer its cause from the description of the similar investigations performed in the past. Therefore, it was decided that it was not necessary to perform an investigation by using a device with the same structure or a similar device. Review of the IFU (instruction for use) manual (fig. Gk9898, revision no. 4), showed a description related to this event. The user manual states: ·before pushing in the needle slider, make sure that the needle adjuster is firmly fixed. If the needle adjuster is not firmly fixed, the needle may pop out from the tip of the sheath beyond the intended length, leading to perforation, major bleeding, and mucosal damage. ·when fixing the needle adjuster lever, if there is resistance during the operation of fixing the needle adjuster lever, release the needle adjuster lever once and fix it again. Forcibly fixing the needle while there is resistance may damage the needle adjuster lever, prevent the needle adjuster from being fixed, and cause the needle to protrude beyond the intended length, leading to perforation, major bleeding, mucosal damage, etc. Conclusion summary: the exact cause of the problem could not be conclusively identified, since the device was not retuned for the investigation. No abnormalities were found in the manufacturing record. Therefore, the phenomenon which was pointed out could not be confirmed. It is possible that the needle adjuster could not be locked, and the needle tube could not be fixed causing the reported phenomenon. In addition, the needle adjuster lever was slid to the convex area instead of the groove near the scale of the handle. This might have caused the adjuster lever to not lock. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented based on customer response received. Customer follow up response conveyed that the intended procedure was completed. Customer stated that the device is not returning as it was discarded. Customer confirmed that the correct model is na-201sx-4021. Customer answered unknown to the question of " if the user used a similar device to complete the case" , however , it was stated that the intended procedure was completed. No other information was provided. Olympus will continue to monitor complaints for this device.